Manufacturer narrative:
As no info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.

Event description:
Boston scientific received info that the pt had an infection at the wound site which was confirmed by cultures. The pt was hospitalized and given oral and intravenous antibiotics. The pt was discharged with oral antibiotics and no follow-up has occurred to date. It was noted that this pt is at high risk for infections as they are on chronic immunosuppression therapy for autoimmune disease. Due to the pt's condition, the physician is considering keeping the pt on an antibiotic medication at a lower dose as a long term treatment option. No additional adverse pt effects were reported.